Event description:
In 2002, nellcor puritan bennett received info stating that the fetal oxygen saturation module was providing high spo2 readings. Npb received a copy of the pt's strip. Results revealed there was an absence of signal for 1 hr. Current pt condition is unk. Device serial number and sensor lot numbers are unk.